Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device powers off immediately after performing successful op check although 2 fully charged batteries are connected. There was no patient involvement.